Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that the keypad membrane and the on / off switch were damaged and that the 8-way socket assembly was corroded. A mechanical upgrade was performed, the defective power switch was replaced along with the corroded connector, the device was newly calibrated, tested, cleaned, tested and and found to be fully functional. Fluid ingress into the device is the root cause of the corroded 8-way socket assembly. Also user mishandling of the device is the most probable root cause of the damaged power switch and keypad membrane. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/21/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service evaluation, it was determined that the generator device failed electrical safety test. There was no procedure nor patient involvement reported. No additional information was provided.